Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check, patient experienced failure or loss of implant to integrate and was removed.